Event description:
The customer was receiving a no delivery alarm. The customer also informed that they were hospitalized for dehydration and high bgs. The customer treated bgs with an injection from the same vial, but bgs continue to elevate. Troubleshooting was performed. The pump passed the functional testing. The programming and the history on the pump were correct.